Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t pump malfunction during procedure. No further information were made available and a reportable malfunction cannot be excluded. There was no report of patient injury.

Manufacturer narrative:
During follow up, livanova learned that the reported pump malfunction affected the patient pump circuit 1. A field service engineer was dispatched to the customer. The noise from patient pump circuit 1 was suspected from the bearing underneath the pump and the pump is found to halt from rotation. Field service engineer rotated the pump manually which lead the pump to rotate, and no noise was observed. We are still observing if this is a recurring issue. No component was substituted by the field service engineer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: no subsequent events were observed and submitted by the customer on the involved hc3t device. Therefore, it is reasonable to assume that the issue did not recur. The rotation of the pump motor shaft could be blocked by the presence of rust which damages the internal bearing. Since the defect occurred intermittently, it cannot be ruled out that the damage was superficially limited and the traces of surface rust have been removed with the manual operation of the technician. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.